Event description:
It was reported that an asymmetrical cuff was found during testing of the product before using it. No patient involvement was reported.

Manufacturer narrative:
Other, other text: one unit was returned for investigation. Upon physical inspection, it was found that the complained issue could not be duplicated. The device passed all functional tests. DHR review was done, no issues related to the original complaint were found.